Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing because the unit does not recognize door open. Service evaluation verified the unit does not recognize door open. The cause was identified to be a failed upper latch switch. The upper auxiliary assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it did not recognize an open door. No additional information is available.